Manufacturer narrative:
The device was returned for product evaluation. During the evaluation, the blades did not actuate in the straight position. There was biological material present in the drive, material was removed. The device was disassembled, the cam barrel indexing was offset, causing the blades to remain in the exposed position.

Event description:
It was reported that during a lead extraction procedure, the actuation of the tightrail device handle did not result in the expected action from the blades. Reportedly, the blades were not extending and the device sounded abnormal. Upon evaluation of the returned device, it was discovered that the blades in fact would not retract and were stuck in the extended position. The patient was not affected by this malfunction.